Event description:
Patient reported being hospitalized with ketoacidosis and blood glucose levels in the 400s mg/dl. Patient indicated that her physician suggested that the device may be under-delivering insulin. Patient indicated that she had been using her infusion set longer than recommeended.